Event description:
It was reported that the customer received a button error alarm from his insulin pump. The customer's blood glucose level was 107 mg/dl. Standard troubleshooting was performed. The customer stated the insulin pump may have been exposed to moisture. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump had no act button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, a cracked display window, a cracked case at the display window corners, cracked reservoir tube lip, and cracked battery tube threads. No moisture damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).